Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the patient's tricuspid valve replacement, the medical engineer attempted to measure sensing value at last, it was confirmed there was an error message. Warning: new device was detected. Programing head detected a device that had different serial number and model number. It was suspected to have reset. Device checkup was carried out and there was no change in device setting mode prior to and post device implant. The serial number was also confirmed with no change. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.